Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected and found that there was a cracked dso (downstream occlusion) seal. The event history log was reviewed and there were no errors related to the customer complaint. During functional testing, the customer reported issue was confirmed. The probable root cause was dso (downstream occlusion) seal. Replaced the dso seal to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
The customer returned the device stating, " the device had issue with downstream occlusion seal during routine preventive maintenance inspection". During device evaluation it was found the downstream occlusion (dso) seal was cracked.